Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to an open white (drvn gnd) wire inside the trunk cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported check belt messages.